Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "covid" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient ¿began to get swelling everywhere filler was injected¿ after they were injected with juvéderm voluma® xc and ¿juvéderm¿ approximately a year prior. Event occurred after patient developed covid.

Manufacturer narrative:
Clarification to g.3.: the previous submission was made with a blank g3 field. The g3 field for the previous submission is 01/apr/2021. A CAPA is opened to address the issue.

Event description:
Healthcare professional reported that a patient ¿began to get swelling everywhere filler was injected¿ after they were injected with juvéderm voluma® xc and ¿juvéderm¿ approximately a year prior. Event occurred after patient developed covid. No treatment information provided. No other information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.2., a.4., a.5b., b.2., b.5., b.7.

Event description:
Additionally, healthcare professional reported that a patient experience periorbital nodules, swelling and tenderness "everywhere filler was injected¿ after they were injected with juvéderm voluma® xc and ¿juvéderm¿ approximately a year or two ago after patient developed covid-19. Treatment was noted as "medrol dose pack, benadry 25 mg daily for 14 days, doxycycline 100 mg po bid for 14 days" and 20 units of hylenex for each side to periorbital area. Events resolved approximately 3 weeks after treatment with hylenex.